Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2008 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension.

Manufacturer narrative:
The device was implanted 4 years prior to receipt of the complaint when the patient was (B)(6) and still skeletally immature. X-ray review confirmed that the device has reached its maximum extension and no indication of device or manufacturing related issues has been identified. A revision related to a non-invasive growing device reaching maximum extension is expected in patients who are continuing to grow. There is no device failure; the device functioned as intended and is being replaced, as anticipated, so as to allow for the patient's continued growth. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore will continue to monitor for trends. Corrected data - adverse event and/or product problem - corrected to adverse event brand name - custom jts non-invasive distal femur implant corrected to jts extendible distal femoral implant. Common device name - distal femur implant corrected to limb salvage system

Event description:
It was reported by the surgeon that the patient underwent a primary procedure to implant a noninvasive extendible distal femur implant on (B)(6) 2008 and subsequently was revised on (B)(6) 2012 due to the prosthesis reaching full extension. This is a supplemental report to 3004105610-2014-00084 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was used as intended and has reached its maximum extension, therefore, a revision procedure was required to a implant a longer prosthesis. There was no reported failure of the device. Please note that this custom implant is similar to jts extendible distal femoral implant (k133152).